Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.5 diopter was stuck in the cartridge or injection system while being implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a same model, same size lens and the problem was resolved. Cause reported as unknown. No patient injury was reported.

Manufacturer narrative:
Pt info: unk. Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).